Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as ¿the patient neglected hand washing and wearing a mask¿ while preparing for pd therapy at home. It was also reported that ¿the titanium transfer set was affected¿ and that it was used with another device (non-baxter product) which was reported to be ¿unclean¿ (no further detail). On an unreported date, the patient was diagnosed with bacterial peritonitis by the hospital. No further detail was provided regarding treatment or outcome of the peritonitis. It was not reported if the patient was admitted to the hospital for the event or if pd therapy was ongoing. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.